Event description:
The customer contact reported a separation. The tubing set was connected to the clave port of an unspecified primary tubing set and was being used for a piggyback delivery of an unspecified antibiotic. It was reported that after disconnecting the tubing set from the clave port at the completion of the delivery, the tubing separated from the option-lok male adapter. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).